Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
The procedure was to treat a moderately tortuous, moderately calcified, de novo lesion in the distal left anterior descending (dlad) artery. While deploying the xience v 3.0 x 28 mm an edge dissection occurred so the dissection was treated by deploying a xience v 3 x 18 mm. There was no clinically significant delay in the procedure and no patient sequela. No additional information was provided.